Event description:
When flushing injection cap on the end of huber needle, rubber cap ballooned out but went back to place when flushing ceased. The following day when flushing, the same thing occurred but the rubber portion actually popped off requiring replacement.